Manufacturer narrative:
Reporter is a synthes employee. Part # 03.037.028, lot # 9486878, release to warehouse date: july 10, 2015, manufacturer: (B)(4), supplier: (B)(4), a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: 9486878) was received at us customer quality (cq). Upon visual inspection, the shaft of the device was broken. Both broken pieces were returned. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: flexible welle shaft od measured dimensions: flexible welle shaft od = conform device used ¿ hand micrometer document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the flex drive shaft of the complaint device was broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one (1) screwdriver retaining and one (1) hex flexible screwdriver were received for investigation. The devices appear to be broken and stripped. Patient and procedure involvement is unknown. This report involves one (1) 5mm hex flexible screwdriver. This is report 1 of 2 for (B)(4).